Event description:
Patient was revised to address instability. Update rec¿d (B)(6) 2012 ¿ pfs and medical records received. After review of the revision operative note it indicated the patient was revised for recurrent dislocations. The head and liner that were already added to the complaint are now being reported for dislocation. Necrotic tissue and adhesions were also noted during the revision operation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.